Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as blister under the front therapy pad. The patient reported no open skin or bleeding. There was no alleged device malfunction contributing to the irritation. The patient was prescribed hydrocortisone cream by a medical professional. Follow up indicated the irritation improved.